Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets. This event occurred in the inpatient acute care pharmacy during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured august 9-10, 2025. H11: the actual device was not received; however an unused companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing valve set sample on the compounder; the direct entry compounding cycle identified bubbles. The reported condition was verified on the companion sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.